Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet bionic pancreas, describing frequent automated insulin delivery that led to lows, repeated cgm and pump alarms, morning pump disconnections to avoid low glucose, decreased time-in-range, weight gain from counteracting lows with carbohydrate intake, and intent to discontinue use. Symptoms included hypoglycemia and sleep disturbance from nighttime alarms and distress. Outcomes included inconvenience and disruption of daily activities. Investigation included attempts to contact the user for troubleshooting and education. Investigation of this case revealed cause unclear for the hypoglycemia, with no confirmed device malfunction or component failure identified due to lack of user engagement and no device evaluation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.